Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer called into philips to report the device had fallen and now the charge and the shock buttons do not work. Thee was no reported patient involvement.